Event description:
Customer reported that their insulin pump was over-delivering insulin. The customer stated the insulin pump was continuously pumping. Customer also reported having a low blood glucose that continued to decline. Customer stated they would call back after going to the doctors. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.